Manufacturer narrative:
Investigation: the explanted components have been discarded and cannot be returned to the manufacturer for identification and analysis. Checking the manufacturing charts of the involved lot#: 2611571, no pre-existing anomalies were found on the components manufactured with the same lot# and sterilization number. Checking the manufacturing charts of the involved lot#: 2539755, no pre-existing anomalies were found on the components manufactured with the same lot# and sterilization number. This is the first and only complaint received for the involved lot# and sterilization number. A final MDR will be shared upon completion of the investigation.

Event description:
A shoulder revision surgery was performed on (B)(6) 2026 due to infection. The reverse hp glenosphere and smr connector small were explanted. Previous surgery was performed on (B)(6) 2026. The surgeon followed the standard surgical workflow for shoulder revision. The explanted components included: smr reverse hp glenosph. 40 mm (product code: 1374.50.400, lot: 2611571, ster. N. 2600084). Smr connector small r (product code: 1374.15.305, lot: 2539755, ster. N. 2600013). Patient is female, 79 years old. Event happened in australia.